Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that prior to implant, the device was interrogated and provided a green bar in the longevity estimator to indicate that the device was awaiting implant and longevity was noted as good. When the device was passed off to the sterile field, the physician decided that the patient should have a defibrillation threshold test for secondary prevention and it was noted that the programmer display was not projecting. As a means to troubleshoot the problem the programmer was powered down and back on, and the device was re-interrogated via wireless telemetry. During this interrogation the device indicated a greyed out longevity estimate and noted an observation that the longevity could not be estimated possibly due to cold temperatures of the device. The battery voltage read 2.97 volts. The device had previously read a value longevity and it was assumed that the second interrogation had made the voltage drop below the threshold value. It was decided to continue with the implantation and assume that the battery voltage would recover. The defibrillation threshold proceeded with out incident. It was determined that the longevity would be reviewed at a subsequent follow-up. The device remains in use. No patient complications have been reported as a result of this event.